Manufacturer narrative:
(B)(4).

Event description:
Information was received from the health care provider (hcp), regarding a (B)(6) female patient receiving intrathecal baclofen 2000mcg/ml at 880mcg/day and morphine 8mg/ml at 3.5mg/day via an implantable infusion pump. The indication for use of the device was for intractable spasticity and spinal cord injury/disease. The concomitant medications and patient history were not reported. It was reported that that on (B)(6) 2015, the patient was having the pump refilled and the drug concentration was being changed to baclofen 3000mcg/ml at 920mcg/day and morphine 6mg/ml at 1.8mg/day. It was noted that the pump was deep, thus it takes longer to interrogate the pump due to that. In the middle of the update, the hcp got incomplete telemetry and the pump was stopped. The hcp tried a few times to update the pump and was unsuccessful. The hcp then got a different 8840 programmer and re-interrogated the pu mp, and the pump was updated successfully. No symptoms were reported. The issue was resolved. The serial number of the programmer that was involved with the telemetry issues, the other medications and patient history, the reason for the change in concentration and rate, and the cause for the telemetry issues remained unknown at the time of this event. Follow-up was being conducted to obtain the missing information; if additional information is received this report will be updated.